Manufacturer narrative:
Based upon the information provided, the actions performed by the fse resolved the issue.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable results for 26 patient samples using the ca2 calcium gen.2 (ca2) assay on a cobas 6000 c (501) module (c501). Of the data provided for 26 samples, eleven (11) had results were discrepant. Of those eleven, only one sample had results that were reported outside of the laboratory.. The customer stated that they had issues with the assay since (B)(6) 2017; however, data between (B)(6) 2017 and the date of the event were not provided. On (B)(6) 2017, the initial result was 1.72 mmol/l. This result was released from the laboratory. The physician did not believe the result and requested a repeat of the sample. The sample was refrigerated overnight and repeated the following day. On (B)(6) 2017, the repeat result was 2.38 mmol/l. The sample was repeated on a second c501 with a result of 2.39 mmol/l. There was no allegation of an adverse event for the patient. The ca2 reagent lot number is 223264 with an expiration date of 05/31/2018. Calibration and qc were acceptable on the date of the event. The customer changed out the ca2 reagent to a different lot, but did not see any improvement in the results; therefore, a general reagent issue can be excluded. The last maintenance performed on one of the modules was 02/23/2017, but there was no improvement in assay performance. The water supply filters were changed on 03/29/2017. The field service representative inspected both instruments. He cleaned the systems, changed the heat cut filter, and performed a cuvette check. An extra wash cycle was programmed into the assay. A precision check was performed and was acceptable. He checked the water supply system and found no issues. The customer stated that there were no further issues after the maintenance was performed.